Manufacturer narrative:
(B)(4). Date sent: 11/10/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? What was the shape of the staples that were delivered (b-formation, irregular, legs straight)? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Was there any patient consequence as a result of "the stapling was not perfect, it was not performed all over the lumen"? If yes, please describe the patient consequence.

Event description:
It was reported that during an anastomosis, the device did not staple completely, the doctor was not sure about the outcome of the surgery and decided to oversew the suture. It was reported that the stapling was not perfect, it was not performed all over the lumen. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Total colectomy. Where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. What was the shape of the staples that were delivered (b-formation, irregular, legs straight)? Irregular. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? No information. If the device fully cut, were both donuts complete? No information. Was there any patient consequence as a result of "the stapling was not perfect, it was not performed all over the lumen"? If yes, please describe the patient consequence. No information. There is no information about the patient. The device is not being returned.